Manufacturer narrative:
The scope was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, the scope failed culture testing. There was no patient infection or patient involvement reported. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct event reporting as this MFR. Report number 8010047 - 2021 - 06869 is a duplicate of MFR. Report # 8010047 - 2021 - 02937.